Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high number of the sensing integrity counter (sic) over-sensing episodes and noise. The rv lead was reprogrammed and remains in use. The right atrial (ra) lead exhibited variable impedances and noise. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads are scheduled to be explanted and replaced.